Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had reached end of life (eol) and stopped providing therapy. The patient uses a high tonic stimulation program and depleted the battery. It is unknown if the ipg depleted prematurely at this time. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.